Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Also found a hook at the tip of the insertion needle. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that he had a sensor that bent during insertion. Blood glucose level at the time of the incident was 90 mg/dl. Customer stated that the sensor was intact. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.